Manufacturer narrative:
Section h10: (h3) upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result scapular notching and dislocation. The most likely cause of the reported event is patient conditions.

Manufacturer narrative:
Section d10: concomitant products - eq rev locking screw (cat# 320-15-05 / serial# (B)(6) - equinoxe reverse 38mm humeral liner +2.5 (cat# 320-38-03 / serial# (B)(6) - equinoxe reverse tray adapter plate tray +5 (cat# 320-10-05 / serial# (B)(6) - eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported approximately one month post initial right tsa, the 59 y/o female patient had a revision due to dislocation. Surgeon exchanged the glenosphere, liner and adapter tray. New devices included a +4mm, 42mm glenosphere, constrained liner and a +10mm adapter tray. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The devices are not available for evaluation as they were disposed by the hospital staff.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation and/or subluxation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.